Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: intact left breast prosthesis that was explanted is an unspecified mentor saline breast prosthesis, catalog number and lot numbers both unknown. Left breast prosthesis that deflated during replacement surgery is a mentor smooth round high profile 380cc saline breast prosthesis, catalog #3503380, serial #7523057-001. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses when the right prosthesis deflated after implantation. As a result, the patient underwent bilateral explantation and replacement surgery with mentor smooth round high profile 380cc saline breast prostheses on (B)(6) 2018. During replacement surgery, the left replacement prosthesis deflated. There was no patient consequence for this intraoperative deflation. The deflated left breast prosthesis was replaced with a mentor smooth round high profile 380cc saline breast prosthesis on (B)(6) 2018. This medwatch report is for the right breast prosthesis that deflated after the first revision surgery.

Manufacturer narrative:
On 06/19/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following corrections are being made to the previous reports for this event: mentor incorrectly reported the explantation date for this event. The correct explantation date is (B)(6) 2018. Mentor incorrectly reported that the suspect medical device is an unknown saline breast prosthesis. The suspect medical device is a mentor siltex round moderate profile 350cc saline breast prosthesis, catalog #3542655, lot #6500612, PMA #p990075, UDI #(B)(4). On 08/14/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 08/14/2018, mentor completed the investigation on the suspect medical device. Two devices were received with the same lot number. Upon receipt to mentor, the device (a) contained no fluid. Brown material was observed within the device and on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the anterior view. Leak testing was performed in accordance with mentor procedures and revealed one leak within the siltex cracking caused by a rent measuring approximately 0.3 cm. No other anomalies were found. Upon receipt to mentor, the device (b) contained no fluid. No foreign material was observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the anterior view. A rent was observed on the posterior view measuring approximately 0.9 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The complaint of deflation was confirmed since a rent was found on each of the returned devices. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).